Event description:
Boston scientific crm received information that during the change out procedure, the physician experienced difficulty removing the right atrial (ra) lead from the header of this cardiac resynchronization therapy defibrillator (crt-d). The representative noted that fluid was present in the set screw cavity and all the way back to ra lead. Excessive force was required to remove the lead. The pin broke off of the ra lead and remained in the header. The ra lead was then capped. The right ventricular (rv) lead was very difficult to remove as well, but the lead was successfully removed and was not damaged. No adverse patient effects have been reported.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Prior to decontamination, inspection noted that a lead pin was returned in the atrial lead barrel. The atrial setscrews were not tightened against the lead pin and the lead pin could not be removed. Body fluid contamination was noted in the right atrial negative (ra-) connector block. All other setscrews moved freely and operated normally. Following decontamination, microscopic visual inspection noted that the ra- seal plug was torn. The back of the device header was intentionally severed during analysis to push the lead pin out. It is possible that adhesiveness of dried blood/body fluid may have contributed to the clinical observations. As a result, the terminal ring may have separated due to higher than expected external force. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis concluded that the damage to the lead pin was consistent with induced damage.